Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the power harness and the battery to resolve this issue.

Event description:
The customer reported the battery would not hold a charge. No patient involvement reported.

Manufacturer narrative:
(B)(4).